Event description:
Prior to a laparoscopic cholecystectomy, the handpiece caused an error 5 "instrument error." It was noticed that the acoustic mount was loose and squealed when activated. Another device was used to complete the case with no consequence to the patient.